Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Manufacturer narrative:
(B)(4).

Event description:
This patient presented to the emergency department with complaints of vague chest pain and fever, and significant constipation and subject was afraid the leads had dislodged. Admitted with systemic inflammatory response syndrome. And is now resolved without further antibiotics; blood cultures negative. Constipation resolved. Echo and chest x-ray unremarkable with stable leads position, no signs of infections. This system remains implanted at this time.